Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this cardiac resynchronization therapy pacemaker (crt-p) resulting in the minute ventilation (mv) feature being switched. Technical services (ts) reviewed noting this was due to this patient having no right atrial (ra) lead. This crt-p remains in service. No adverse patient effects were reported.